Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implantation surgery, found the scratch (crack) in the edge of the lens, when the lens was implanted. So the physician has cut the surgical site with ophthalmic knife and the lens was explanted. The surgery was completed after replacing the lens with another one.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned positioned incorrectly in the iol case. The lens is returned in two segments stuck together. Solution is dried on the iol. The haptics are scratched/marked-rejectable. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch (crack) found in edge of the lens". The lens was returned cut in two segments. The observed damage is consistent with lens having been explanted. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed scratches would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).